Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2004 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2005, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, bowel obstruction/problems, and mesh removal. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: (B)(6) 2004: (B)(6) medical center. (B)(6) md. Indication: the patient is a 44-year-old male who was admitted with the chief complaint of having a large incisional hernia from a ruptured colon of approximately 6-8 months ago. The hernia was approximately the size of a basketball and extended from above the umbilicus to almost the area of the bladder. As a result of this, he was scheduled for a laparoscopic repair .¿ implant procedure: 1. Reduction of hernia, remove incarcerated contents. 2. Laparoscopic ventral hernia repair with dual mesh using 20 x 30 size mesh sutured with gore-tex and fixed with screw tack. Antibiotic was used and he was irrigated. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/ (B)(6), 15cm x 19cm x 1mm thick, oval] implant date: (B)(6) 2004 [hospitalization dates unknown]. (B)(6) 2004: (B)(6) md. Operative report. Pre and postoperative diagnosis: large incarcerated ventral and incisional hernia the size of a football. Wound classification: not provided. Procedure: ¿he was prepped and draped in the usual manner. A veress needle was inserted into the left lower quadrant. Three 12 mm ports were placed on the right and two on the left side. The 10 mm 30 degree camera was used. The omentum, which was in the hernia, was freed by clamping the meso, clamping the clips, controlling all of the bleeding with a bovie and with free tie. Once the hernia was reduced and all of the contents which contain a small amount of small bowel were removed from the hernia. The hernia wall was free. Once the hernia wall was free and the hernia was freed on all sides, the mesh was meshed [sic]. After measuring the mesh, a 20 x 30 dual mesh was appropriately selected. It was sutured with gore-tex in the four corners. It was marked such that appropriate size could be done. Once the gore-tex was inserted through the portal on the right side, the gore-tex was placed in with the dual mesh side down and upper side placed up. It was sutured by using the suture pass and all four corners were sutured. The mesh was then fixed with a screw tack from below and suturing all edges of the hernia such that the hernia was covered by the mesh. Once the mesh was included, the wound was irrigated with copious amounts of saline and injected with 0.25% marcaine without epinephrine. The sutures were tied and cut and allowed to retract. The port sites were all stapled with the skin staples of 35 wire with the autosuture. An adaptic dressing was applied, 4 x 4s, and binder. Tegaderm was applied to the site. He tolerated the procedure very well and was taken to recovery .¿ (B)(6) 2004: (B)(6) medical center. Implant sticker: ¿dualmesh plus antimicrobial. Item #: 1dlmcp04. Lot #: 03138568¿ explant preoperative complaints: (B)(6) 2005: (B)(6) md. Indication: ¿the patient is a 45-year-old gentleman who had dual-sided goretex [sic] mesh placed laparoscopically by dr. (B)(6) summer of 2004. Now he has obvious recurrences with involvement of bowel. He and his family were explained risks and benefits, including bleeding, infection, recurrence, possible bowel injury, possible bowel resection, and open procedure. They understand and wish to proceed .¿ explant procedure: repair of incarcerated recurrent incisional hernia with lysis of adhesions and release of bowel with repair using alloderm graft times three sheet. Explant date: (B)(6) 2005 [hospitalization dates unknown]. (B)(6) 2005: (B)(6) md. Operative report. Assistant: (B)(6) md. Pre and postoperative diagnosis: recurrent incarcerated incisional hernia with previous use of mesh. Anesthesia: general. Estimated blood loss: 75 cc. Drains: one jackson-pratt drain. Complications: none. Wound classification: not provided procedure: ¿the patient was taken to the operating room and placed in supine position. General endotracheal anesthesia was induced without difficulty. Foley catheter was placed. Vi-drape was placed over the abdominal area. Prepped and draped in usual sterile fashion. A midline incision was then made and carried down through subcutaneous tissue, finding a large hernia sac both in the left lower quadrant and right upper quadrant. We dissected this free. We then entered the abdominal cavity. We found the previously placed goretex [sic] mesh that was dual-sided encased in some scar but totally disrupted from both sides of its fixation laterally, and bowel was stuck to several areas of the mesh, but muscles were only two some of the tacks [sic]. With extensive dissection and doing this under direct vision with metzenbaum scissors, we were able to free all the bowel without entering any bowel or making an enterotomy. In doing so, we also freed up all the goretex [sic] stay sutures that had been placed at the time of the laparoscopic procedure and removed those and freed up the mesh removed it completely. Not all the tacks of course were removed, but whatever was visible were removed. Now once we had the entire abdominal cavity open, we saw no evidence of obstruction or adhesions. No evidence of enterotomy as stated. The defect was quite large. We thus closed it with alloderm graft. It would take three sheets with two of then [sic] sewn longitudinally together and another one sewn transversely up above. This was done with running 0-prolene suture individually. Thus we brought the three sheets in together. We then started at the inferior left side and using 0-prolene suture secured the left corner of the sheets way past the fascial border at least 2-3 cm. For a nice overlap and ran a horizontal mattress running suture towards the medial aspect. Of note, we had already removed in its entirety all remnants of hernia sacs which were multiple throughout the subcutaneous tissue. With several other 0-prolene sutures, we were able to sew the mesh in starting on the lower inferior aspect working superiorly coming around to the other side on the lateral aspect on the right, working around toward the middle on the right so there was no undue tension but also so it was not too slack. In doing so, the repair had a nice overlap of the fascia area with the fascia being at least 2-3 cm. Past the suturing in horizontal running mattress fashion with 0-prolene suture so it was intact. At the time of the repair, the hernia defect was completely covered and repaired with no problems with domain of the abdomen. A large 19-french jackson-pratt drain was brought out through a left lateral stab incision into the dead space. That was secured to the skin using 0-silk suture. We then placed two on-q catheters for pain pump using 0.5 and 0.25 strength marcaine mixture. This would last for four days at 2 cc. An hour for both catheters. We then closed the scarpa¿s layer using running 0-pds suture to obliterate dead space. Closed the skin using running 4-0 vicryl suture in subcuticular fashion. The wounds were dressed with steri-strips and 4x4s. On-q pumped [sic] was bloused and hooked up. Jackson-pratt drain was to suction. The patient tolerated the procedure. No complications .¿ pathology: not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.